Event description:
The customer's father reported water underneath the screen. The father stated that the screen was not legible. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. The insulin pump was received with cracks on the window display.